Event description:
Information provided stated that the female patient was ventilated after a traffic accident with thoracic injuries. Inotropes was being administrated. The line was inserted at 1800 hours with the patient being turned at 1900 hours. At 2000 hours, it was noted the child's blood pressure dropped and a pool of blood was noted on her bed. Lumen #1 of the triple lumen catheter had detached from the manifold and blood was leaking. The patient needed volume resuscitation and increase of inotropes, insertion of peripheral lines and another cvc was placed.

Manufacturer narrative:
Evaluation: still under investigation at this time.